Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of device migration, eye injury, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a needling procedure was performed 2.5 months post-op. Xen was attached on a length of 3,5 mm to the cornea, caused endothelial decompensation and had to be shortened. It is not known when xen migrated, but the patient experienced visual acuity worsening in the left eye. The device has been explanted.